Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose and insulin flow blocked alarm. The customer had no symptoms and treated with glucose tablets for lows and pen for insulin for highs. Customer's low blood glucose at time of incident was 40 mg/dl and current blood glucose 249 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer report customer does not allege pump was over delivering. Customer report they received a no delivery. Customer declined to check for the presence of leaks or air bubbles. Customer declined to check for possible site/insulin issues. Customer declined to perform the high pressure test. Customer states that pump has alarmed insulin flow blocked. Assisted customer in performing a 5.0u fill cannula. Customer reports insulin exits the tubing. The insulin pump will not be returned for analysis.